Event description:
It was reported that during a total laparoscopic hysterectomy with bilateral salpingectomy procedure, in vaginal cuff closure, the needle broke off into the patient's right uterosacral ligament (anterior vaginal cuff). The surgeon attempted to retrieve the needle but was unable to locate it initially. The vagina was swept and the surgeon was not able to feel any sharp objects. An x-ray was performed, which revealed the location of the needle, but it was ultimately left inside the patient. The procedure time was extended for 45 minutes. To complete the case, a new suture from another manufacturer was used. The patient was informed of the situation.

Manufacturer narrative:
D10. Concomitant products: vloca008l, vloca008l v-loc* 180 0 abs reload 20cm (lot n4j2000y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.